Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported unexplained low blood glucose levels for the past eight hours. The customer stated that his blood glucose levels had dropped 5-25 points over the past four mins. The customer stated that he was in the hospital earlier for a cardiac catheterization procedure. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.